Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a revision of a competitor hip, the mcreynolds adapter was found to have a broken threaded portion. Discovery was made before it was going to be used. A second device was used to complete the procedure successfully with no delay. Rep confirmed the device is allegedly available for return, and otherwise confirmed that no further information will be released.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mcreynolds impactor adapter was reported. The event was confirmed. Method & results: product evaluation and results: material evaluation was completed and indicated the following comments: the tip of the mcreynolds adapter was returned fractured. The device was evaluated with a scanning electron microscope (sem). The observed mixed mechanism morphology is consistent with an overload fracture. Energy dispersive spectroscopy (eds) showed that the material is consistent with a 455 alloy (fe-cr-ni-cu-ti) which is consistent with the drawing. Hardness was evaluated, and the average hardness of 52hrc meets the drawing requirement of 47hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical information was received for review. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the reported lot. Conclusions: material evaluation was indicated that the observed mixed mechanism morphology is consistent with an overload fracture. The material is consistent with a 455 alloy (fe-cr-ni-cu-ti) which is consistent with the drawing. Hardness was evaluated, and the average hardness of 52hrc meets the drawing requirement of 47hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a revision of a competitor hip, the mcreynolds adapter was found to have a broken threaded portion. Discovery was made before it was going to be used. A second device was used to complete the procedure successfully with no delay. Rep confirmed the device is allegedly available for return, and otherwise confirmed that no further information will be released.